Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced poor sound quality as well as external magnet retention issues. Subsequently, the patient underwent surgery (B)(6) 2015 to thin the skin flap. The implanted device remains.